Event description:
Additionally, healthcare professional stated that the patient was injected with 1 cc of juvéderm® volux¿ xc. Post injection the patient experienced pain, and a vascular occlusion at the site of injection. The patient would not shave beard because it was hard for them to see skin changes during or event post injection, pain was persistent. The hcp injected the patient 4 rounds of 1800 units of hylenex sometimes twice a day. Symptoms resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: a4, a6, b5, h6, h8.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that a patient was injected with 4 syringes of juvéderm® volux¿ xc in the jawline and chin. Two days later the patient is experiencing a vascular occlusion. The physician treated the area with hylenex but the issues are ongoing.

Event description:
Additionally, healthcare professional stated that the patient was injected with 1 cc of juvéderm® volux¿ xc. Post injection the patient experienced pain, and a vascular occlusion at the site of injection. The patient would not shave beard because it was hard for them to see skin changes during or event post injection, pain was persistent. The hcp injected the patient 4 rounds of 1800 units of hylenex sometimes twice a day. Symptoms resolved.

Manufacturer narrative:
Additional, corrected, and/or changed data: h6